Manufacturer narrative:
H11: additional data: concomitant product.

Event description:
From the additional information (cef received), no change in reportability. Supplemental aware date: 16-may-2023. Allergan aesthetics received a report of a patient treated with coolsculpting to infra-scapular area on (B)(6) 2023 using c150 applicator and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to infra-scapular area on (B)(6) 2023 using c150 applicator and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected / changed data: a6, b3, b5. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/16/2023. Clarification to b3 partial date of event: "around 12 weeks" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra fat/back fat areas on (B)(6) 2022 and (B)(6) 2023 using the elite cooladvantage c150 system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.